Event description:
The customer reported leaking of cidex opa from their aer. The customer stated that there were no physical complaints reported. The asp field service engineer (fse) contacted the customer by phone to determine the cause of the leak.

Manufacturer narrative:
The fse contacted the customer, and determined that the cidex opa tank was damaged at heater boss. The customer repaired the tank assembly.